Event description:
Information was received that after the initial surgery, the rods only lengthened once and the patient experienced pain in the lower back. During a follow up visit, it was noted that the magec rod had become prominent in the upper back. Additionally, it was reported that there was increased lucency surrounding the l3 and l4 pedicle screws the patient underwent a revision procedure due to upper bilateral laminar hooks dislodging. The patient's spine was fused from t2 to t4 and allograft was placed. The surgeon replaced the proximal hooks with pedicle screws to better hold the rod. There were no patient intraoperative complications. Two rods were involved in the complaint. This is report 1 of 2 for this event/patient.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. Device records review: review of the device history record for the rod confirmed that it met all of the required quality inspections.